Event description:
It was reported that on (B)(6) 2026, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for a premature baby of 55 days old with 1600g weight. The procedure went well with good results and no pressure gradient in left pulmonary artery (lpa) and aorta. A transesophageal echocardiogram (tee) performed following 3 days with no change. After 5 days, a migration of piccolo with coarctation as a consequence was noted. A catheterisation with arterial push on the device restored it to its original position. The patient was reported recovered.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.